Event description:
While aspirating the sheath, air was drawn back into the syringe.

Manufacturer narrative:
The returned device was tested and passed the inspection as per specification. The reported air ingress during aspiration could not be reproduced. The visual inspection showed that the shaft was intact with no apparent issues. Many aspiration / injections were performed without having air bubbles or leaking through the hemostatic valve of the flexcath steerable sheath. Although the reported issue could not be reproduced, this is a known issue for the flexcath steerable sheath and is linked to a leaking hemostatic valve. A field action was initiated in (B)(4) 2011 to communicate to physicians and regulatory authorities the potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.